Manufacturer narrative:
Although requested, medical records were never received. Should additional relevant information be made available, a supplemental medwatch will be submitted. The actual device involved is not available for evaluation. A retrospective record review for lot 15ktac011 did not identify any nonconformance reports and/or abnormalities during the production of the sap identified lots that could have caused or contributed to the reported event. The (B)(4) product is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements.

Manufacturer narrative:
The post market surveillance department has requested medical records for the reported event. The plant investigation is in progress. A supplemental medwatch report will be submitted .

Event description:
A technical manager (tm) reported an unspecified number of patients experienced hypotension, cramping, and nausea while using the product during hemodialysis. According to the intake information, once the patient changed back to ther usual acid concentrate, the symptoms stopped. According to information provided by the clinical coordinator (cc), the facility was performing a "trial" of the citrasate involving a total of fifty patients during various shifts. This began (B)(6) 2015, and stopped (B)(6) 2015 and reportedly was done to see if the patients would have a better clearance of solutes. A log provided by the cc showed a total of 39 patients experienced symptoms including hypotension, cramping and nausea/vomiting. The cc reported the pts were given a normal saline solution bolus of unknown volume an the ultrafiltration was suspended. No hospitalization was reported. All the patients are reportedly continuing hemodialysis using their usual acid concentrates and are w/out further symptoms. All of the product was used; therefore, no sample is available. Patient identifiers were redacted from the clinic log and, therefore, are unavailable. The log indicated this patient experienced hypotension.